Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty mode relay on the high voltage module. The device was repaired, recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.